Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item 01-6551, lot 509500a, tmj system left narrow mandibular component 50mm. Item 01-6550, lot 467400b,tmj system right narrow mandibular component 50 mm. Item 24-6563, lot 512420b, tmj system left fossa component, small. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00012, 0001032347-2022-00013, 0001032347-2022-00015.

Event description:
It was reported that after a temporomandibular joint procedure that the patient is not feeling any better than before his surgery. Attempts have been made and no further information has been provided at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.